Manufacturer narrative:
The ventilator was being set up for use; however, there was no patient involvement. The customer has decided not to repair the ventilator. The unit is being disposed of.

Event description:
The customer went to turn the unit on for a set up, but realized the screen did not appear to turn on. When they went to power down the unit, they were able to press the location on the monitor for the power down cycle. This indicated that the back light function was out. The ventilator was not in use. The customer is unable to adjust backlight brightness due to not being able to see anything on screen. Customer knowing where to touch on screen is able to power unit down. The remote service engineer provided part numbers to customer for user interface assembly, lcd assembly, and backlight inverter. Further information is pending.